Event description:
The device was used during a gastric bypass. Reportedly, the stapler performed properly but the knife blade could not be brought back. The surgeon applied another instrument and resected the tissue at the application site. The surgeon manually sutured to complete the procedure.